Event description:
Healthcare professional reported "rupture confirmed via MRI" and "capsular contracture baker grade iii/IV". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as fold flaw opening. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: crease observed on the device. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "rupture confirmed via MRI" and "capsular contracture baker grade iii/IV". This record is for the right side. Device has been explanted and replaced.